Manufacturer narrative:
Device passed selftest however, device received pump error 43 during rewind due to corroded motor home switch. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or verify pump error 130 due to pump error 43. Device tested outside the device and received pump error 43 at rewind. Device received with corroded electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms during rewind. Customer was assisted with clearing the alarm. Customer was unable to clear the alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.